Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed two pump errors that indicate inability of motors to communicate and also had damage. The customer's blood glucose level was 18.5mmol/l at the time of the incident. It was also reported that the belt clip compartment was cracked. There was no indication of troubleshooting for the pump errors or the issue being resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, sleep current measurement, active current measurement and self test. Unit failed basic occlusion test due to corrosion on force sensor assembly. Pump error four followed a pump error 15 were present in the pump history file due to moisture damage on all electronic assemblies. Unit received with cracked battery tube area. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, slight damage to keypad overlay texture next to back button, severely stained serial number label, cracked battery tube threads, faded end cap address label, peeling end cap address label and moisture damage on motor home switch.